Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluation or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt noticed a nickel sized area of partial thickness skin loss developing under the tape collar. The report also indicated after she applied topical antibiotic to the affected area, a small amount of yellow drainage occurred. Pt outcome was not noted.